Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated sensing. The lifetime asystole episode counter is 840.

Event description:
It was reported that the device was undersensing and giving false indications of asystole events. The device remains in use. No patient complications were reported as a result of this event.